Manufacturer narrative:
(B)(4). One sample contaminated with blood was received for evaluation. Visual inspection revealed a cut in the tube approximately 10 cm below the drip chamber. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported to baxter (B)(4) that there was a hole in a flo-gard 6201g compatible blood set. This condition was noticed while blood was being run through the set prior to patient connection. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.